Manufacturer narrative:
The insulin pump passed all functional tests including displacement, and self tests. However, hal software error detected error (file number = 32122, line number = 1421), and main arm cannot communicate with the motor arm error. (File number = 2002, line number = 2803) are found in the pump history file due to software errors.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 167 mg/dl. The customer reported that the insulin pump had a hal software error detected error and the main arm cannot communicate with the motor arm error. The customer reported that they were able to clear d alarm and rewind the insulin pump. They reported that the insulin pump passed the self test. The insulin pump will be returned for analysis.